Event description:
Consumer complaint of "lo" blood result via pharmacy technician. Pharmacy tech also received error of e-2. Expected blood glucose test result range is not verified. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Storage of product not verified. Test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is 1 to 2 weeks. Recall test results performed non-fasting from meter memory: lo (B)(6) 2015 12:00pm. Lo (B)(6) 2015 12:00pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction foreign material on strip. Investigation completed and meter evaluated with no defects found.

Event description:
Consumer complaint of "lo" blood result via pharmacy technician. Pharmacy tech also received error of e-2. Expected blood glucose test result range is not verified. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Storage of product not verified. Test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is 1 to 2 weeks. Recall test results performed non-fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).